Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0ytyq, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Information was received from a patient who has an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient was implanted on (B)(6) 2015 and reported that she noticed a lot of urination symptoms came back suddenly on (B)(6) 2015 and wanted to check the therapy status with the patient programmer. The patient saw the poor communication screen on the patient programmer. It was noted that bandages were still present. Additional information has been requested regarding actions taken to resolve the issue. If additional information is received, a follow up report will be submitted.